Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the heavily calcified, mildly tortuous, superficial femoral artery (sfa) during the third pre-dilatation inflation attempt with the armada 18 balloon dilatation catheter at 12 atmosphere (atm) the balloon ruptured. The procedure was completed using a different balloon catheter without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.